Manufacturer narrative:
(B)(6) 2017 was used for the date of event in this report. The reporter estimated the adverse event occurred in (B)(6) 2017. Lot number was unavailable. Without a lot number, expiration date and manufacturer date cannot be determined. This adverse event was noted as a case report in anesthesia analgesia (a a) letters to the editor, august 14, 2017. Article link: http://journals.lww.com/aacr/citation/articlesinpress/iatrogenic_endotracheal_tube_obstruction_by.99665.aspx . This case report noted an endotracheal tube was secured to the patient's chin using benzoin tincture, plastic tape and a tegaderm dressing. The report stated the endotracheal tube became disconnected from the anesthesia circuit and was reconnected. Following the adverse event, the endotracheal tube was examined and it appeared the tegaderm dressing had migrated internally. The reporter noted it was likely the obstruction developed as the endotracheal tube was reconnected to the anesthesia circuit.

Event description:
A physician reported via a literature source that a (B)(6) male patient experienced a complete endotracheal tube (ett) airway obstruction with a 9534hp tegaderm dressing. The tegaderm dressing was reportedly used to secure the endotracheal tube (ett) to the patient's chin during a surgical procedure. The ett was rapidly removed and the patient was successfully ventilated via a mask. The patient was reintubated following the event and the surgical procedure continued within five minutes. The patient did not suffer further consequence as a result of this event.